Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified and tortuous, 80% stenosed left iliac artery which was pre-dilated with an unspecified balloon. The 8x100mm 135cm absolute pro self expanding stent system (sess) was advanced under fluoroscopy and the stent was slowly released but did not fully expand. An attempt to expand the stent using the balloon was unsuccessful as it could not be delivered through the sheath. Therefore, an unspecified guide wire was used, yet it could not pass through the lumen of the proximal stent, requiring the guide wire to enter the abdominal aorta through a side hole in the stent. Finally, an unspecified 6.0x120 mm balloon was advanced to slowly dilate the stent mesh. Additionally, a non-abbott 8.0x100 mm stent graft was implanted. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separations (tip, sheath, shaft) were able to be confirmed. The reported activation failure, the reported mechanical jam and the reported difficult to advance- guide wire were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance ¿ anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the 8.0x100mm absolute pro self-expanding stent was advanced over a .018¿ unspecified guide wire. It should be noted the absolute pro vascular self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that resistance was met with the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in the reported difficult to advance. Use of the undersized .018¿ guide wire resulted in the distal shaft becoming bent in the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in the reported difficult to advance- guide wire and preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device and disassembling the handle resulted in the reported/noted material separations (tip, sheath, shaft) and the noted wrinkled sheath. As reported, the separated sheath, tip and shaft were embedded with another stent into the vessel. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical device problem code 2017 clarifier: failure to follow steps / instructions. Corrections: h6: health effect - clinical code: code 4582 was removed and code 3165 was added. H6: medical device problem code: code 2577 was removed and codes 3270, 2017, 2983 and 1562 were added. H10: this event was found to be a duplicate. Related report number added.

Event description:
Subsequently, after the initial was filed it was noted that a command 18 guide wire could not pass through the lumen of the proximal stent and resistance had been felt with anatomy during advancement. During deployment of the absolute pro stent it could only partially be released. It was noted that the thumbwheel was difficult to turn and stop turning. Therefore, the handle was disassembled and the stent was forced to release. The sheath, tip and stent separated and a covered stent was used to embed the separated portions against the vessel wall. No additional information was provided. This complaint is a duplicate of (B)(6), previously filed under MFR#: 2024168-2024-05561. The complaint was confirmed to be a duplicate based on the following information that matched: device part number, physician and reporting affiliate confirmation. This duplicate was found after the initial reports for this event were filed.